Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation, use error and deflation -ndr : observed one opening on the radius side assessed as surgical damage per rag. Additional observations: crease flat observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "tear in implant from my forceps necessary for removal". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "tear in implant from my forceps necessary for removal". The device has been explanted.